Event description:
It was reported that "patient was scheduled for poly exchange on pca knee with no previous records or stickers to verify. Patient was brought to operating room but was discovered that side specific inserts were not available due to scheduling error. Patient was rescheduled four days later. Side specific inserts were available for rescheduled surgery. Current poly was very worn and was replaced with med 13mm pac insert. Also patella was replaced with small pca." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1990.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The patient decided to keep the device. The catalog number, lot code, x-rays and medical records were requested but not provided. If device or additional information becomes available, it will be submitted in supplemental report.